Event description:
It was reported that prior to implant, the helix would not extend or retract. This lead was not used.

Manufacturer narrative:
\This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of helix would not extend could not be confirmed in the laboratory. The helix could be fully extended and retracted. A foreign material was found on the helix of the lead. This material is present in the steroid plug in the center of the helix, however, this did not affect the helix function.